Event description:
The ge oec 9800 fluoroscopy system would not turn on when moved to download images to pacs. System became disable and would not power on.

Manufacturer narrative:
A ge service rep investigated the issue and found a defective power switch and power control pcb that were both replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.